Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombosis/ thrombus (mitral/tricuspid valve: no treatment) could not be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombus. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. After the clip delivery system (cds) (cds0706-ntw 30411r1076) passed through the steerable guide catheter (sgc), a clot was observed between the clip and the radiopaque marker. The cds (cds0706-ntw 30428a1007) and sgc were removed. Another cds and sgc were used to complete the procedure. However, after grasping the leaflets with the new clip, the pressure gradient increased. It was decided to remove the clip and abort the procedure. Mr remained at grade 4. The pressure gradient returned to baseline. There was no device issue/malfunction. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.